Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-16609, 3004209178-2019-16607 and 3004209178-2019-16611 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient was having vivid dreams. The patient states he was told there could be suicidal thoughts or thoughts of the "dark side" and states he does not have that just vivid dreams. The patient states since implant he has been waking up and there are people in his room with him. The patient states his brother who he hasn't see in 20 years and sometimes its his mother or people he knows from family or just people he sees. It takes some time after waking up to realize they are not there. No further complications were reported or anticipated with this event.